Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the adverse event of hiatal hernia. It remains unknown if the hiatal hernia was present prior to the initiation of pd therapy. However, it is known that many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. Therefore, based on the available information, causality cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During review of a peritoneal dialysis (pd) patient's medical it was discovered that the patient had a small hiatal hernia. Follow up was made with the peritoneal dialysis nurse (pdrn), who confirmed that the hernia was not a previous known issue. Per pdrn the patient has not reported any previous discomfort or issues caused by the reported hiatal hernia and stated the patient did not have any known issues with hernia since starting peritoneal dialysis therapy. Per pdrn the patient did not report feeling pain due to a hernia or underwent surgery to correct the issue. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.